Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation which show a tube that is broken and leaking along its side. The device history records and retention samples could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode damaged tube. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube cracked and the sample leaked. No adverse impact was reported regarding the patient or user

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube cracked and the sample leaked. No adverse impact was reported regarding the patient or user.